Event description:
Attorney advised pt was involved in a single car accident and experienced a right femoral shaft fracture. Pt was implanted with a 4.5mm broad lcp plate, 12 holes and screws. Pt was reportedly unconscious for approx 3 weeks after the accident. Approx 6 weeks post implant, pt was walking nwb with a walker at home and felt pain in the right leg. X-rays taken the next day showed the plate to be bent. Pt was returned to the operating room for removal of the plate and plate was noted as broken. Hardware was removed and pt was revised to unk implants.

Manufacturer narrative:
This info was not provided. Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.